Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood lumen and hub. Microscopic inspection revealed longitudinal burst, 30mm in length. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vessel. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm vessel. A 6.0mmx40mmx40cm (4f) sterling¿ balloon catheter was advanced for dilation. However, upon inflation, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status was good.